Manufacturer narrative:
Correction - blocks b5 and h6 (impact codes). Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The implant and revision surgeon is: (B)(6). Block h6: impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that solyx sis system and pfr kit uphold lite vaginal support system devices were implanted into the patient during an anterior colprrhapy with mesh, tvt-o urethral suspension and cystoscopy procedure performed on (B)(6) 2013 for the treatment of stress urinary incontinence, cystocele and severe vaginal atrophy. During the procedure, it was noted that the patient had an extremely atrophic vaginal tissues and huge varicosities in the perivesical and periurethral space. A piece of light blue uphold mesh was placed and sutured on 4 comers in the anterior space. Dissection into the perivesical space was extremely perilous due to the large varicosities. Therefore, decision was made to stick with a local piece of mesh, rather than attempt to attach it to the sacrospinous ligaments bilaterally. However, after the procedure, the patient is continuing to have incontinence. The testing did reveal a low urethral opening pressure. On (B)(6) 2014, the patient underwent a detachment and removal of solyx mesh and tvt-o urethral suspension to treat recurring urinary incontinence, cystocele and severe vaginal atrophy. The patient had a complete detachment on the left side of the solyx mesh. Both sides were detached and barb ends were removed without difficulty. A non-bsc transobturator suburethral mesh was placed and pulled up to proper tension and cut off at proper length. Reportedly, there was approximately 100cc of blood loss observed. Good hemostasis and good approximation was noted during the procedure. The patient tolerated the procedure well and sent to recovery room in good condition.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the revision surgery. This event was reported by the patient's legal representation. The implant and revision surgeon is: (B)(6). (B)(4).. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that solyx sis system and pfr kit uphold lite vaginal support system devices were implanted into the patient during an anterior colprrhapy with mesh, tvt-o urethral suspension and cystoscopy procedure performed on (B)(6) 2013 for the treatment of stress urinary incontinence, cystocele and severe vaginal atrophy. After the procedure, the patient is continuing to have incontinence. The testing did reveal a low urethral opening pressure. On (B)(6) 2014, the patient underwent a detachment and removal of solyx mesh and tvt-o urethral suspension to treat recurring urinary incontinence, cystocele and severe vaginal atrophy. The patient had a complete detachment on the left side of the solyx mesh. Both sides were detached and barb ends were removed without difficulty. A non-bsc transobturator suburethral mesh was placed and pulled up to proper tension and cut off at proper length. Reportedly, there was approximately 100cc of blood loss observed. Good hemostasis and good approximation was noted during the procedure. The patient tolerated the procedure well and sent to recovery room in good condition.